Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing had no bands attached and the ligator housing teeth were found bent. The handle had evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands premature deployment cannot be confirmed. Upon analysis, the ligator housing was returned without any bands on it, and it was also seen that the suture returned as if all bands were deployed off the ligator housing and the ligator housing teeth were bent. It is possible that the ligator housing teeth got bent during the insertion of the device inside the patient or during the preparation, which could have affected the way the suture is placed around the teeth making the bands to get deployed. However, this event cannot be confirmed because happened during the procedure and there is not an objective evidence or descriptive conditions to confirm this event since it was also seen that the suture returned as if the bands were deployed correctly; therefore, the most probable root cause of this complaint is cause not established.

Event description:
Note: this report pertains to first of three speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal ligation procedure performed on may 24, 2024. During the procedure, the bands just deployed without even an attempt of deployment. Two more speedband superview super 7 were used; however, the same problem happened. The procedure was completed with another of the same device. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to first of three speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal ligation procedure performed on (B)(6) 2024. During the procedure, the bands just deployed without even an attempt of deployment. Two more speedband superview super 7 were used; however, the same problem happened. The procedure was completed with another of the same device. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.